Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was hospitalized for a power increase approx 2 months post implant. The power increased up to 8-9 watts and then went back to baseline in less than 24 hours. The pt was admitted and placed on a heparin gtt. The international normalized ratio (inr) was verified and noted to be therapeutic. The pt was discharged home after the power returned to baseline.

Manufacturer narrative:
The pt remained on the device following the event and was discharged. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.